Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow and ok buttons were sticking when pressed. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad button sticking issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that the buttons responded appropriately. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.